Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the spc pins were found contaminated. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging an "error 2" message issue with a one touch verio meter. A follow-up contact was made between the patient and a lifescan customer service representative on (B)(6) 2012, and additional information was obtained. The patient manages her diabetes with self-adjusted "nova-mix" insulin based on her meter readings. It is unclear as to how many times a day the patient tests her blood glucose. The patient indicated that the alleged issue started on (B)(6) 2012, at around 7:30 am. Due to the alleged issue, the patient claimed that she could not test her blood glucose and therefore could not regulate her insulin. The patient responded by consuming less food/drinks. The patient could not recall what her last meter reading was before the alleged "error 2" issue began. Within a few hours, the patient claimed that she developed high blood glucose symptoms of thirst and tiredness. The patient administered self-care by watching what she ate because of the symptoms. It is unknown at this time if the self-care helped to relieve her symptoms. The patient also scheduled an appointment to see her general physician on (B)(6) 2012. The patient denied that she was able to test her blood glucose on another device during the time of concern. The patient also did not seek or receive medical treatment because of the alleged issue. The alleged "error 2" issue was not resolved with troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she developed symptoms suggestive of severe hyperglycemia after the alleged "error 2" message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.